Manufacturer narrative:
The unit was received with blank display due to moisture damage at the electronic assembly. The unit was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, operating currents, unexpected restart error, and off no power tests along with the self test. The following physical damage was noted: minor scratches on the lcd window, cracked belt clip slot, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer fell into the water while wearing the insulin pump. No further details were provided. The insulin pump was returned and replaced.